Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the customer reported complaint of "wire was broken". The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from the clevis. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event was available for review. A system log review was performed, but no errors related to this event would exist in the logs. A review of the instrument log for the tenaculum forceps (420207-10/n10191111-974) associated with this event has been performed. Per logs, the instrument associated was last used on (B)(6) 2020 on system (B)(4). The alleged event occurred on the 8th use of the instrument. Based on the information provided at this time, this complaint is being reported because this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to patient, the reported failure mode could cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, or not provided. The expiration date is not applicable.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tenaculum forceps had a broken cable. The customer used a third party instrument to continue. The procedure was completed with no reported injury.